Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in addition to noise and oversensing that resulted in several inappropriate shocks. Tachycardia therapy was exhausted as a result. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.